Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a substance was found on the handpiece even after cleaning. This was found in the sterile processing department at the account. There was no pt involvement or adverse consequences reported.